Event description:
A dentist burned at first degree the lip of a pt with a dental handpiece. The handpiece had been cleaned with a product not completely removed after cleaning. This product stayed in the handpiece causing a sticking of the mechanical pieces and a bad lubrication. The co advised the user of proper cleaning, rinsing and lubrication process accordingly the user's guide.